Manufacturer narrative:
This follow-up report is being submitted to correct the initial report. The malfunction reported in the initial report was not reportable malfunction as a result of revaluation.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user set the value of gas supply pressure to 12 mmhg. However, the value that the device displayed after starting up was 17 mmhg. Reportedly, the device was not connected to accessories such as gas cylinders. There was no report of patient injury associated with this event.